Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode when patient presented in the emergency room after receiving vibratory alerts. A device restoration was performed successfully. A download was not performed due to low battery status. The patient was discharged in stable condition and will continue with regular follow-up.